Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of 126 ohms. The impedance trends showed the values have ranged from 80-120 ohms. Boston scientific technical services discussed that this lead is a single coil lead and the patient could be monitored at this time. The lead remains in service and there have been no adverse patient effects reported.